Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and sepsis. On the same day as the onset of peritonitis, the pt was hospitalized for the peritonitis and sepsis events. The cause of peritonitis and sepsis was not reported. Treatment was not reported. In the month following the onset of peritonitis, pd therapy was discontinued and the pt began hemodialysis. At the time of this report, the pt was recovering from peritonitis and remained hospitalized. The outcome for sepsis was not reported. Additional information was requested but was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as complaints (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k20050 and h14a15109 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.